Event description:
It was reported that during the system upgrade the left ventricular (lv) lead was unable to be placed in one of the veins and the physician opted to not use it. A different lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, (B)(6) 2008; 5076-52 lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.